Event description:
During the procedure the balloon of this device ruptured while being used in conjunction with a stent. The device was removed and replaced. The pt is reported as fine and the device is being returned for analysis.